Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message when compared to hcp meter results. The customer experienced severe cramps in the feet, dizziness, and a seizure. Based on the sensor scans, the customer was able to self-treat with honey and sugar. The customer further reported he self-treated with insulin (type/dose unknown) several times and then 3 hours later, blood glucose of 400 mg/dl was obtained on an unspecified meter. The customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and administered unspecified treatment and magnesium liquid for cramps. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006fupe4 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message when compared to hcp meter results. The customer experienced severe cramps in the feet, dizziness, and a seizure. Based on the sensor scans, the customer was able to self-treat with honey and sugar. The customer further reported he self-treated with insulin (type/dose unknown) several times and then 3 hours later, blood glucose of 400 mg/dl was obtained on an unspecified meter. The customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and administered unspecified treatment and magnesium liquid for cramps. No further information was reported. There was no report of death or permanent injury associated with this event.